Event description:
User received 1 box of droplet 31g x 5mm pm from humana with lot no. Z58p1. He injects 35 units of lantus 1x per day. He emailed stating that, "1 in 3 will not work. Nothing will come out of them. User claims that he is losing lantus solo start and needles too. User is injecting correctly and he does not reuse needles based on collected information from user.